Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, they noticed that there was fraying of the lens edge. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).